Manufacturer narrative:
Intuitive surgical, inc. (Isi) 8mm mega suturecut needle driver instrument to perform failure analysis. The instrument was analyzed and found to have a frayed pitch cable at the clevis hub. Some filaments of the cable were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There was no discoloration, corrosion, or contamination found on the cable that would occur from improper reprocessing, which can reduce the material integrity. Furthe inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the 8mm mega suturecut needle driver instrument had broken wires. No fragments fell into the patient. The procedure was completed with no reported injury.